Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens upside down in the eye. The lens was removed and another icl was successfully implanted without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.